Manufacturer narrative:
H10: internal complaint reference: (B)(4). The reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the blue//white suture still in the channel, the ti anchor and white suture were returned off the insertion device. There is biological debris on all returned items.  The ti anchor is fractured at the proximal end, the end is sheared off and several of the the lower threads are fractured or deformed. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor specifications found that no burrs, cracks, or contamination is allowed. A certification of compliance to material and processing specifications is required. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a knee collateral ligament repair, the twinfix was detached from the suture and the anchor fell off directly. The anchor fell off inside the patient and it was removed with tweezers. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported. Bone quality was hard. The back up device was used in the original bone hole. No void was left in the patient. Patient status was health. The surgeon was ultimately satisfied with the surgical outcome. As per investigation results, it was found the ti anchor is fractured at the proximal end, the end is sheared off and several of the the lower threads are fractured or deformed.